Manufacturer narrative:
This ipg serial number was included a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21449. The patient reported experiencing uncomfortable pocket heating while charging the ipg. The patient currently does not have stimulation and had last successfully charged the ipg approximately eight weeks ago. Communication could not be established between the ipg and charging system/programmer. Several unsuccessful attempts have been made to contact the patient in order to verify ipg functionality. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.